Manufacturer narrative:
Analysis of the pump found wear on the motor o-ring for gear number three. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on (B)(6) 2017. It was reported that the patient recovered without sequela. There were no complications during the perioperative periods. The patients pump and catheter were replaced without complication. There were no further complications reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a consumer receiving fentanyl [2000 mcg/ml] at a rate of 610 mcg/day via intrathecal drug delivery pump. It was reported that the patient was met in pre operative holding, the device was interrogated and revealed no alarms or motor stalls. The patient stated he had not had any alarms or motor stalls that he could recount. He stated that on his last few refills the clinic had told him they were withdrawing more drug than expected and that the clinic suggested that the patient have the pump and catheter replaced electively. The devices were explanted on (B)(6) 2017 and the issue was resolved.

Manufacturer narrative:
Other applicable components are: product ID (B)(4) lot# serial# (B)(4) implanted: (B)(6) 2003 explanted: product type catheter product ID (B)(4) lot# serial# (B)(4) implanted: (B)(6) 2014 explanted: product type catheter h3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. H6: conclusion code (B)(4) no longer applies to the pump and has been updated to code (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2017-jun-16. It was reported that the patient's pump and catheter were electively replaced. The explant date was indicated as (B)(6) 2017. The device was used in the patient and was intended for treatment. There was no patient death related to the event. It was indicated that there was no patient injury. It was indicated that the patient recovered with and without sequela. There were no dye or rotor studies performed. No further complications were reported/anticipated as a result of the event.